Manufacturer narrative:
Titan touch pump and cylinder 1 were received for testing. Microscopic evaluation revealed confined abrasion in the shorter pump exhaust tubing at the tubing/strain relief junction. Testing revealed this to not be a site of leakage. No functional abnormalities were note with the pump. No functional abnormalities were noted with cylinder 2 the information received indicated that the pump was stuck. However, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, the pump of this device was stuck and the device required replacement. It was noted that the reservoir was left in the patient. No adverse patient effects were reported.